Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient made an appointment with their office, and the patient's programming was changed. The patient's stimulation was zeroed out again, and "disengaged stimulation programming", by turning off the patient's adaptive stimulation (as). The issue has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's stimulator was zeroing out. It was set to 7 ma and would go to 0 ma and the patient had to set the amplitude again. The representative instructed the patient to reset the controller and then the "set up" screen appeared. The representative met with the patient, interrogated the device and performed an impedance check- nothing was unusual. The patient did have adaptive stimulation enabled. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient stated the stimulation zeroed out again. The rep instructed the patient to turn off adaptive stimulation to see if it is an issue with the adaptive stimulation. The patient was to call the rep and let them know if the issue persisted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that sometimes their stimulation drops to 0.0 and they have to manually increase it. They added that this happens about 1-2 times a day. The patient noted that they are currently on group c at 6.7 ma. They confirmed that they have adaptive stimulation. The patient was redirected to follow-up with their healthcare provider to check on device programming. No further complications or patient symptoms were reported or anticipated.